Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was not powering off during use. It is unknown if the patient made any adjustments to her diabetes management as a result of the power issue. The patient claimed that 1 day after the reported issue first occurred, the patient developed symptoms of blurred vision and "low" blood sugar. It is unknown if the patient received any form of treatment. This complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia 1 day after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.